Event description:
Reporter indicated energy variation during surgeries. Overcorrection was also reported, however, the number of pts is unk. Add'l info has been requested.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary when add'l reportable info becomes available.